Event description:
The clinician reports the implant was inserted 2016-02-11 in ada 19. On 2022-03-11, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.